Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the infusion set at the connection between the transfer set tubing and headset. This occurred with two infusion sets from the same box. No adverse event reported. Return of the suspect device was requested for evaluation.